Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 453 mg/dl, 256 mg/dl, and 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged three months post implant. A chest x-ray was obtained and revealed the lead had pulled back into the atrium. The lead will be revised in the near future.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.